Event description:
The catheter got detached from the plug with tricuspid valve 2 days after placement. During nutrition liquid infusion, the catheter got detached when the connection tube was pulled.

Manufacturer narrative:
The complaint of the peg feeding tube detaching from the locking clip is confirmed. The notes in this file indicate, "the catheter got detached from the plug with tricuspid valve 2 days after placement. During nutrition liquid infusion." The genie tricuspid plug was not returned for evaluation. The locking arm and peg feeding tube were returned loose. The proximal end of the peg feeding tube was observed under magnification, and exhibits no impressions in the tubing that would indicate assembly. The proximal end of the ponsky feeding tube has been cut on slightly sloping angle. The locking retention clip was opened and closed in succession and functioned as designed. The device had been in place for 2 days prior to the complaint incident. At this time the exact mechanism of damage is undetermined. Gross visual and microscopic examinations of the complaint sample shows no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.